Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was caught on the loading device tube due to a defective product, so loading was not performed normally and only the delivery device handle fall-off occurs. The surgery was successfully completed using the same new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/07/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device. The white plunger was not observed in the photograph. There were no visual defects observed on the aortic cutter. The seal was observed in the loading device window. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was fully depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal was observed in the loading device window. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. No cracks or delamination of the seal was observed. Measurements of the delivery tube were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature activation" was confirmed.

Event description:
N/a.